Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation result. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that the dpt (disposable pressure transducer) provided high pressure values. The abp (arterial blood pressure) suddenly increased. Unfortunately, further information was requested about this case but it was not available. There was no patient injury reported.

Manufacturer narrative:
This would not be a reportable event due to the error message. Replacing the truwave cable that connects the dpt to the monitor for another one solved the issue. The device was discarded at the hospital. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The customer confirmed that the expected systolic pressure value usually is 100-120 mmhg and the error message of ¿high blood pressure" was displayed on the monitor.